Manufacturer narrative:
(B)(4).

Event description:
It was reported inappropriate mode switching episodes were observed from a merlin transmission. Review of the episodes showed competitive atrial pacing. Turning off the premature ventricular contradictions response and reducing the post ventricular atrial refractory period setting. No further information is available.